Manufacturer narrative:
Other text: h2: see a1, b3 and h6 (patient code). H3: one cadd legacy plus pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The motor was activated and the device went into error 1871. The motor will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an error 1780 and 1781. It is unknown if there was a patient, or clinician injury associated with this occurrence.